Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients were not showing up on pyxis station the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that patients were not showing up on the pyxis station. The field service engineer (fse) confirmed that patient data was not crossing over to the device. The fse mentioned prior to their arrival customer support center mentioned that the user had been guided to consult with the information technology department regarding the network port required for the issue reported by the case owner. It was noted that the user had already created an internal support ticket and was awaiting action from the healthcare information technology team to open the port. The csc explained that a server check had been performed during the call, and it was found that the station's last upload and download activities were current. The user was instructed to verify the station directly, and confirmation was received that all patient information was now appearing properly. The csc added that the last recorded error was from january 23, 2026, and the user confirmed this information. The issue was reported as resolved. Following resolution, the customer was able to retrieve patient medications and successfully verified proper functionality. The bios screen populated correctly after the device was rebooted. The fse powered off the device, removed and replaced the sata hdd cable, and restarted the device successfully into the medication application. Full functionality was verified. The system functioned as intended after the field service engineer repaired the device.